Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, the foreign material was identified as chemical residue/detergent. However, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle of the insufflation channel is clogged by chemical residues. There were no reports of patient involvement.